Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified cephalic arch. An 8.0 x40, 75cm charger¿ balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. Significant amounts of blood were visible in the balloon which is indicative of a leak. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 8mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified cephalic arch. An 8.0 x40, 75cm charger¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).